Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). Follow up #001. Initial (bz)(4) issued mfg 1525712-2013-00923 with (B)(4) as the manufacturer. The correct manufacturer is unknown.

Event description:
The dealer says the fore lowers by itself.